Event description:
It was reported that during a vats procedure, when used for lung parenchyma resection, during the second firing after closing the gun on tissue for third firing. After pushing the release button it was not opened easily and by pressing more the mechanism was broken. The jaws are opened. No patient consequences reported. Procedure was completed with same like device.

Manufacturer narrative:
(B)(4). Damaged firing trigger teeth. Additional information was requested and the following was obtained: once removed, had the device cut and stapled completely? The device had cut and stapled completely. Were the deployed staples formed in "b" shape?deployed staples formed in b shape. Was buttressing material utilized? If so, which product? No buttressing material are utilized. Was the instrument fired across or near an existing staple line or clip? Were any unexpected noises heard? If so, when? Cracking sound was heard after closing. Were any of the forces higher or lower than expected (closing, or firing)? Forces during closing are higher. The analysis results found that the atg45 device was received with the firing mechanism damaged and with tr45g cartridge loaded in the device. The reload was received unfired and with the lockout spring normal. No functional test could be performed due to the condition of the device; however, the device closed and opened properly during testing. The device was disassembled to verify the condition of the internal components and the firing trigger teeth were found broken. While no conclusion could be reached on what caused the firing mechanism to fail, it is possible that the device was attempted to fire on ticker tissue then indicated or attempted to fire trough a locked reload in previous firings causing an increase of the internal forces resulting in the component yielding. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications; in addition, a sample of the batch is inspected at (B)(4). The batch record was reviewed and no anomalies were noted during the manufacturing process.